Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl. Reportedly, the reason for the low bg was due to the basal rate settings being set too high. The customer treated the low bg by consuming carbohydrates. Reportedly, the customer contacted the healthcare provider to discuss the basal rate settings.